Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, clonidine and fentanyl via an implantable pump. It was reported that they were replacing the pump and discovered that the pump segment of the catheter was not connected to the spine segment. The caller stated that the healthcare provider said that it looked like the catheter had been cut several years ago and had not been working properly for years. The caller stated that the physician had chosen to replace the pump and keep the pump segment of the catheter free floating subcutaneously and not connected to the distal end of the catheter. The caller stated that they used an 8596sc - intrathecal catheter proximal revision kit and attached 15.2cm to the pump. The caller stated 62.41 cm of distal catheter are implanted but not attached. The agent recommended priming 0.140ml for the pump and 0.033ml of pump segment. The agent recommended writing detailed notes explaining the catheter situation

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted:(B)(6) 2006 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 06-sep-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Previously reported g3. Date MFR rec of 2026-jan-13 was incorrect. 2026-feb-13 is the accurate date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Code a1203 is relevant to this event. Also, b1. Was update to reflect product problem/adverse event per the previous report indicating serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was stated that the replacement was tentatively scheduled for (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that a catheter revision took place (B)(6) 2026. A new catheter was put in correctly and attached to the pump put in a couple weeks prior. The patient was doing well. No products would be returned per the hcp.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the rep had spoken to the physician and the pump was not connected to a working catheter "which he knew about and chose to do" but he planned to perform a revision within the next week or two. Nothing had been scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that on 01/28/2026 they attended a pump replacement with healthcare provider (hcp). The hcp was said to be proctoring him as he was the managing physician of this pump. When the hcp opened the pump pocket he was attempting to aspirate the pump when he noticed a cut catheter. 21.59cm of the pump section of the catheter was attached to the pump and nothing else. The hcp was unable to locate the other end of the catheter. Both physicians assessed the situation and decided that the pump was working for the patient subcutaneously. They both agreed to proceed with the pump replacement and attach a new pump segment catheter (8596sc) and cut 50.8cm leaving 15.2 cm attached to the pump. The company rep called tech services at this time. The physicians chose to place the pump with the 15.2cm of catheter into the pump pocket without attaching it to anything. They advised against this plan but they insisted and wanted it primed as well. Company rep spoke to technical services and they advised they do an advanced prime and prime only 0.173. The pump was primed as advised by technical services. The remaining 62.41cm remains in the patients body. No imaging was taken. They also refused to send back the pump removed against advisement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.